Event description:
Additional information was received that the patient was seen by the surgeon in a consult appointment. Since the time of her referral, the patient was reported to have picked at her neck site and had caused the lead to erode through the skin. The patient was scheduled for a full vns explant surgery to remove the generator and lead. The explant surgery occurred on (B)(6) 2016. The surgeon reported seeing pus at the incision site. He also reported observing brown fluid inside of the lead between the wire and insulation. The explanting facility was reported to not return explanted products, so product return of the explanted devices is not expected. Follow up with the surgeon's office indicated that the lead was sticking out from sternal area in the chest. An antibiotic was prescribed following surgery to treat a likely infection around the extrusion site. Operative notes indicated that in addition to the full explanted lead, a second lead portion from a previous lead replacement was also present. This lead portion was also removed at the time of surgery. The device history record of the explanted lead was reviewed, and the device was found to meet all specifications prior to distribution. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
It was reported that the patient was experiencing pain at her generator site. Notes received from the treating physician indicate that the patient was referred for generator replacement surgery. The surgery was planned to exchange the generator due to low battery, and also to address lead movement and pulling sensations the patient experienced which resulted in pain. The events that the patient experienced were reportedly due to weight loss unrelated to vns therapy or surgery. Surgical intervention has not occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Additional information was received from the explanting surgeon. He clarified there was no second lead portion identified. He identified that the lead was close to the skin and eroded through and that the presence of the device contributed to the erosion. The report did not contain any information that contradicted the previous report that patient weight loss and influence contributed to the adverse events. The main body of the lead was visible through the wound. Cultures were taken to show the infection was from (B)(6) bacteria. The report of the lead fluid leaks was determined to not relate to the patient adverse events reported in this medwatch report. The fluid leak found in the lead is reported in medwatch report "44487-2016-01305." No additional pertinent information has been received to date.